Event description:
The customer reported that the rad-97 has a speaker failure; no sound during alarm. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1: initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).

Event description:
The customer reported that the rad-97 has a speaker failure, no sound during alarm. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device passed all visual and functional testing. It was found that the device was in sleep study mode which causes the screen to go dark after a few seconds and the alarms to be silent by design. The device should be placed in continuous mode for audible alarms to function. When the device was placed into continuous mode the screen stayed on, and the device alarm was audible. Health effect impact code: no adverse event; no patient impact. E1: initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).